Event description:
During a surgical procedure, the leg section of the table was in its lowest position. The table top was in a trendelenburg position and was being leveled. During the leveling of the table top, the leg section hit the top of the nurse's shoe, breaking their toe nail.